Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the homechoice (hc). The patient was connected at the time of the alarm. This occurred during the previous therapy; the technical service representative (tsr) was unable to troubleshoot the alarm. The home patient (hp) stated that they did not remember if they had connected the patient line extension before or after priming. The tsr reviewed proper procedures with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.